Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a blank display. The display would disappear when the bolus button was hit. Customer's blood glucose was 9.6 mmol/l. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer will not be returning the device for analysis.

Manufacturer narrative:
The pump powered up properly after battery installation. No blank display, missing segments, or partial display noted. However, the display fades out after pressing any button due to a fault at the lcd driver board. Unable to perform the displacement test due to the fading display. No cosmetic damage was noted during physical inspection.